Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire failed to advance through the lesion after multiple attempts. A dissection with extravasation and diminished flow was observed in distal internal carotid artery, and the physician elected to convert the procedure to a carotid endarterectomy (cea). This event is being reported out of abundance of caution. The patient's clinical condition after the completion of the procedure was reported as stable.